Event description:
It was reported that the right atrial lead exhibited noise. The noise was reproducible through isometrics. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information indicated the lead fractured. The lead was capped and replaced on (B)(6) 2015.